Event description:
Caller states that patient tested 4.9 inr and 5.5 inr on one device while testing 2.2 inr on a second device during duplcate testing. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Strip lot used with uf0230130: 337a, 12/31/07.